Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient had malignant brain edema. The adverse event resulted in a hospitalization from (B)(6) 2021 to (B)(6) 2022 and the patient had treatment performed. The adverse event was resolved on (B)(6) 2022. The patient had three head computer tomography (CT) without contrast scans performed, which showed the brain edema. The malignant brain edema is a rare evolution the stroke but was not related to the treatment. There was a casual relationship of the adverse event to the disease under study. The adverse event was not related to the underlying condition or disease. The edema localized in the left hemisphere radiographic mass effect with midline shift at 4mm neurological deterioration. The patient's mrs score was 0 and their nihss score was 9. The site related assessment determined the event was not related to the study procedure or study device, however, the sponsor assessment determined the event was possibly related to the procedure. At 24 hour post-procedure, the nihss score declined by 4 points and was noticed from 9 to 14. The patient was undergoing treatment for a clot in the internal carotid artery (ica), below carotid t in the right hemisphere. The patient's pre-procedure mtici score was 0 and final post-procedure was mtici 2b.

Event description:
Additional information received reported corelab image review of 24-hour post-op images found infarction in new vascular territory and hematoma with mild space-occupying effect involving = 30% of the infarcted area (ph1) that was confirmed by the site. There were no related patient symptoms reported but the events were considered life-threatening. The event had a causal relationship to the procedure but was determined to not be related to the study device. The patient was noted as recovered with sequelae as on (B)(6) 2022.

Manufacturer narrative:
B5. Updated with additional information received. H6. Coding updated based on additional information pertained. Associated with rr#: 2029214-2022-00412. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that 13-jul-2023: the cec adjudicated this event as not related to the study procedure.